Event description:
It was reported to philips that the device output was incorrect in relation to the position of the therapy knob. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.